Event description:
After giving insulin to patient with the "safety" syringe, the nurse slid the protective cover over the needle. She turned to walk the 5 paces to the needle box to dispose, holding the syringe with the needle pointed downward at her side. She heard a noise by her side and looked down to find that the safety device had fallen off the syringe, exposing the used needle.